Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged at reservoir compartment. The customer¿s blood glucose level was 116 mg/dl. The insulin pump will be returned for analysis.